Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at both lead and ipg sites [related manufacturer reference number: 3006705815-2026-02256; 3006705815-2026-02257; 1627487-2026-01742; 1627487-2026-01743]. Surgical intervention was undertaken wherein the system was explanted and the patient was prescribed antibiotics.